Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on 05/23/2018. The patient stated she was in bed on the morning of (B)(6) 2018 and called out to her husband to get her test kit because she had loss of vision and stated she could not see and everything was white. The patient's husband did a bg test and stated the receiver did not alarm. It was indicated that they looked at the receiver and it was displaying 81mg/dl. The patient stated that they do not get an alarm until their bg gets to 80mg/dl. The bg meter was reading 51mg/dl and he got her juice. The patient stated at night on (B)(6) 2018, they did not feel the low blood sugar and got up out of her chair fell on their coffee table and there were no alarms again. They indicated their blood sugars was in the 40's mg/dl but did not specify if the reading was from the cgm or the bg meter. At the time of contact, the patient was in good condition. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 81 mg/dl, felt light headed and dizzy and fell. The patient stated they did not hear a low alert on the cgm, grabbed a chair and sat down. Her husband provided her with orange juice to get her glucose levels back up while the patient calibrated after drinking the juice and the bg meter was reading 51 mg/dl. At the time of contact, the patient was doing good but indicated they had a cut from their fall. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.